Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels over 250 mg/dl and it was addressed via the pump. Reportedly, the customer experienced low bg levels after correcting the elevated bg level. The customer reported low bg levels between 50 mg/dl to 60 mg/dl and it was addressed by the customer drinking juice. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.